Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that the pacemaker battery appeared to be depleting prematurely, as the estimated remaining longevity decreased abnormally. Upon reviewing data from the device, it was noted that the right atrial (ra) lead showed low pacing impedance; however, no root cause was identified. Further analysis confirmed accelerated battery depletion. Device replacement was recommended, and the pacemaker was subsequently explanted and replaced. No additional adverse effects on the patient were reported.

Event description:
It was reported that the pacemaker battery appeared to be depleting prematurely, as the estimated remaining longevity decreased abnormally. Upon reviewing data from the device, it was noted that the right atrial (ra) lead showed low pacing impedance; however, no root cause was identified. Further analysis confirmed accelerated battery depletion. Device replacement was recommended, and the pacemaker was subsequently explanted and replaced. No additional adverse effects on the patient were reported.

Manufacturer narrative:
Corrected fields: h1 type of reportable event.

Event description:
It was reported that the pacemaker battery appeared to be depleting prematurely, as the estimated remaining longevity decreased abnormally. Upon reviewing data from the device, it was noted that the right atrial (ra) lead showed low pacing impedance; however, no root cause was identified. Further analysis confirmed accelerated battery depletion. Device replacement was recommended, and the pacemaker was subsequently explanted and replaced. No additional adverse effects on the patient were reported.